Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results in comparison to the lab results. Results as follows: date: (B)(6) 2013, inratio inr: 5.0, lab inr: 1.6. The time between testing was immediately. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no additional information provided.